Event description:
A power-on-reset (por) condition was reported. Instructions for clearing the por condition were reviewed with the caller. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3777-45, serial# (B)(4), implanted: 2010-(B)(6), explanted: na, lead model 3777-45, serial#(B)(4), implanted: 2010-(B)(6), explanted: na, accessory model 37752, serial# (B)(4), programmer model 37743, serial# (B)(4).

Event description:
Additional information received reported that the patient did not have any concerns with his device or therapy.